Event description:
It was reported that the bd¿ luer-lok syringe scale did not match with the volume specified in the description of the part number. This was noticed prior to use., and this complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "it was reported that the printing on the syringe does not meet with the volume specified in the description of the part number."

Manufacturer narrative:
H.6. Investigation: four photos were provided and evaluated. Two photos show 50ml syringes and the other two photos show the case box label. The syringes are printed correctly and according to the product specification. The 50ml scale is correct. Our bd company transitioned this product from 60ml to 50ml, the 60ml has been discontinued; we only produced the 50ml. This customer may consider updating their system. It appears the customer has not been informed of the transition from 60ml to 50ml. Based on the investigation and with the photos provided the symptom reported by the customer is confirmed. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
The customer's address is unknown. Unknown, (B)(6) USA has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd¿ luer-lok syringe scale did not match with the volume specified in the description of the part number. This was noticed prior to use., and this complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "it was reported that the printing on the syringe does not meet with the volume specified in the description of the part number."